Event description:
It was reported that this pacemaker system triggered a lead safety switch (lss) due to high out of range impedance measurements. Minute ventilation (mv) noise and oversensing were noted in different episodes, no evidence of pacing inhibition. Technical services (ts) was consulted and different reprogramming options were recommended. This pacemaker system remains in service. No adverse patient effects were reported.